Manufacturer narrative:
As reported, the indicator window at black-white of a 7f exoseal vascular closure device (vcd) could not be turned into black-black. Compression hemostasis was used after the indicator window failed to change color and the plug deployment button could not be pressed resulting in failure of occlusion. There was no reported patient injury. The procedure used a retrograde puncture method. The surgeon was certified to the use of the device. There were no obvious signs of damage to the device or packaging prior to use. An 8f non cordis sheath was used. The appropriateness of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the vascular sheath introducer was 60 degrees. It was confirmed that the vessel diameter was greater than or equal to 5 mm, and that there were no significant calcium deposits, plaque, stents, or stenosis greater than 50% at or near the puncture site. There is no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the exoseal vcd the operator gently rested the handle in their right hand and kept the blocker at a 60-degree angle to slowly retract the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. The pulsating blood flow slowed to a stop, the plug deployment button could not be pressed, and the operator made several attempts to change the angle and was unable to release properly as usual. The physician did not have the thumb placed on the plug deployment button during retraction. The device will be returned for evaluation. One non-sterile vascular closure device 7f - us was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the unit was already inserted into a non-cordis csi (catheter sheath introducer), the button/deployment lever on the device was not pressed and the plug was present on the delivery shaft, which was found with dried blood residues, with the indicator wire deployed and the loop in good conditions. The indicator window was received on white/black position and the cowling guard was found locked. No anomalies were observed during the analysis. It was confirmed that the plug was not deployed, and the guard was locked with the indicator wire (iw) deployed. The functional analysis could not be performed due to the dried blood residues that clogged the unit. Attempts to clean the unit using hydrogen peroxide and an ultrasonic bath were made, however they were unsuccessful. The pinion gear-iw rack timing was reviewed, the iw end interaction with the iw rack pillars was examined for potential interference, and the iw was inspected for buckling. No anomalies were found on the internal mechanism of the unit. The indicator window was manually moved and successfully transitioned the three stages. No need of microscopical analysis since the internal mechanism was reviewed in section 3. The reported event by the customer as ¿indicator window ¿ no change to indicator¿ was not confirmed since the pinion gear-iw rack timing was reviewed, the iw end interaction with the iw rack pillars was examined for potential interference, and the iw was inspected for buckling. No anomalies were found on the internal mechanism of the unit. The indicator window was manually moved and successfully transitioned the three stages. The cause of the reported event could not be determined. However, procedural factors may have contributed to the reported event since it was reported that an 8f sheath was used. Additionally, it was reported that an 8f sheath was used with the 7f exoseal vcd during the procedure. As reported in the product description within the IFU, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The product analysis did not provide evidence to suggest the reported event was related to the manufacturing or design process therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window at black white of a 7f exoseal vascular closure device (vcd) could not be turned into black. Compression hemostasis was used after the indicator window failed to change color and the plug deployment button could not be pressed resulting in failure of occlusion. There was no reported patient injury. The procedure used a retrograde puncture method. The surgeon was certified to the use of the device. There were no obvious signs of damage to the device or packaging prior to use. An 8f non-cordis sheath was used. The appropriateness of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the vascular sheath introducer was 60 degrees. It was confirmed that the vessel diameter was greater than or equal to 5 mm, and that there were no significant calcium deposits, plaque, stents, or stenosis greater than 50% at or near the puncture site. There is no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the exoseal vcd the operator gently rested the handle in their right hand and kept the blocker at a 60-degree angle to slowly retract the sheath. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly and an audible click was heard. The pulsating blood flow slowed to a stop, the plug deployment button could not be pressed, and the operator made several attempts to change the angle and was unable to release properly as usual. The physician did not have the thumb placed on the plug deployment button during retraction. The device will be returned for evaluation.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window at black-white of a 7f exoseal vascular closure device (vcd) could not be turned into black-black. Compression hemostasis was used after the indicator window failed to change color and the plug deployment button could not be pressed resulting in failure of occlusion. There was no reported patient injury. The procedure used a retrograde puncture method. The surgeon was certified to the use of the device. There were no obvious signs of damage to the device or packaging prior to use. An 8f non cordis sheath was used. The appropriateness of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the vascular sheath introducer was 60 degrees. It was confirmed that the vessel diameter was greater than or equal to 5 mm, and that there were no significant calcium deposits, plaque, stents, or stenosis greater than 50% at or near the puncture site. There is no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the exoseal vcd the operator gently rested the handle in their right hand and kept the blocker at a 60 degree angle to slowly retract the sheath. The pulsating blood flow slowed to a stop, the plug deployment button could not be pressed, and the operator made several attempts to change the angle and was unable to release properly as usual. The device will be returned for evaluation.